Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Relevant test/lab data : radiograph (unknown dates) provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There are multiple patients. All information is provided in the literature. This report is for an unknown synthes ao malleolar screws. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between (B)(6) 1976 and (B)(6) 1981. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: braly g., tullos h., (1985), a modification of the bristow procedure for recurrent anterior shoulder dislocation and subluxation, the american journal of sports medicine, volume 13, number (USA), doi:10.1177/036354658501300201. This study aims to emphasize intracapsular visualization and accurate firm repair of the bankart lesion. From april 1976 to august 1981, a total of 28 patients (3 females and 17 males) with an average age of 24.7 years (range 15 to 54 years) who underwent a modification of the bristow procedure for recurrent anterior shoulder dislocation and subluxation were included in the study. Out of these, twenty patients, 19 with dislocation and 1 with subluxation, were available for followup. Screw fixation was done using an ao malleolar screw. The average follow-up period was 42.5 months (3.5 years). The following complications were reported as follows: 4 patients complained of occasional minor discomfort in the operated shoulder in general. Another 4 patients had occasional pain specifically while performing overhead activities of daily living and sports. 1 patient complaint of weakness. 2 patients had occasional "clicking" or "popping". The deletion of one case with a loss of 65° reduces this average to 7.4° in the remaining 19 patients. This complaint involves one (1) device. This report is for one (1) unknown synthes ao malleolar screws. This is report 1 of 1 for (B)(4).